Event description:
Reportedly, a programmer shutdown occurred during an atrial overpacing procedure performed on a patient to treat atrial arrhythmia.

Event description:
Reportedly, a programmer shutdown occurred during an atrial overpacing procedure performed on a patient to treat atrial arrhythmia.